Manufacturer narrative:
Added patient weight.

Manufacturer narrative:
(B)(4). Additional narrative: device used for treatment not diagnosis. A product development evaluation was performed. Based on the information in this complaint, it is unclear as to exactly what is causing the patient symptoms or any subsidence. Therefore, this is indeterminate from a design standpoint and updating the implant design, technique guide, or risk analysis is not warranted at this time. (B)(4): placeholder.

Event description:
Patient implanted with prodisc-c on (B)(6) 2009 returned to operating room on (B)(6) 2011 for removal of hardware. The superior end plate had subsided. Patient complained of pain. Patient was revised with competitor hardware.

Manufacturer narrative:
Review of the device history record for the assembly and raw materials indicates that no discrepancies were noted that would be associated with this complaint.